Event description:
Patient reported a right side device rupture diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Rupture: no observed rupture through the photos provided. Seroma-late: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii and seroma-late. The device has been explanted.

Event description:
Patient reported a right side device rupture diagnosed by ultrasound. Healthcare professional later reported capsular contracture, baker grade ii and seroma-late. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to the last medwatch: un-reporting d9, h3 and h6 since visual analysis was submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed on the device. ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ crease flat, white particles and wear abrasion observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side device rupture diagnosed by ultrasound. Device remains implanted.